Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 wouldn't clamp down effectively on the branches of the vein. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 10/29/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. No peeling was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. The blue toggle was manipulated to open and close the jaws. The jaws were able to be closed and opened fully, with no visual or physical difficulties observed. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000420628 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.